Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that multiple bg meters were used throughout the same sensor session. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and a pairing test was performed and the tests passed. A shared log was able to be retrieved. A review of the shared log did not find any errors related to teh customer complaint. The reported event of inaccuracies was not confirmed. A root cause could not be determined.